Event description:
It was reported during an open reduction internal fixation (orif) ankle surgery, the sales consultant heard mechanical sounds, possibly from the gears, which seemed abnormal. The consultant suggested further examination. A malfunction was suspected with 532.010, 532.013, and 532.022 and were sent in for routine maintenance following completion of the surgery. The surgery was completed successfully using all reported parts. There was no injury to the patient and no delay in the surgery. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4). Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4)

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the reporter's complaint of unusual mechanical sound was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. Device was used for treatment, not diagnosis